Event description:
A 6f angio-seal sts plus device was used to seal the right femoral arteriotomy site post percutaneous procedure. Hemostasis was not achieved, manual pressure was applied for 15 minutes and a femostop was applied for 3 hours. During this time the pt experienced chest pain with st segment elevation and a vaso-vagal response episode. A coronary angiogram was performed from the left femoral artery access to evaluate the right coronary artery. An angiogram of the right femoral artery access from the previous procedure was obtained revealing no pseudoaneurysm but an intraluminal filling defect or flap was seen. The non flow limiting defect was suggestive of a thrombus or angio-seal anchor. One unit of blood was given for blood loss. There was no loss of distal pulses after 10 days, duplex ultrasound at 1 day and repeat angiogram at 4 days post were nad (nil abnormalities detected).